Manufacturer narrative:
This report was initially submitted following notification from a customer in canada regarding a false positive cefoxitin screen result for a staphylococcus aureus isolate in association with the vitek® 2 ast-gp75 test kit (ref. 415670, lot 2751392103), as compared to kirby-bauer (kb). Local customer service (lcs) documented that the customer did repeat testing with the same lot, and obtained a negative cefoxitin screen result. The customer suspects that the original sample was contaminated, and said the issue was resolved. Global customer service (gcs) requested further information about the contamination that was suspected but did not receive any further information or any further answers to additional troubleshooting questions. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference method. Ast-gp75 lot 2751392103 met final qc release criteria and passed qc performance testing.

Event description:
A customer in (B)(6) notified biomérieux of a false positive cefoxitin screen result for a staphylococcus aureus isolate in association with the vitek® 2 ast-gp75 test kit (ref. 415670, lot 2751392103), as compared to kirby-bauer (kb). The customer stated the patient was flagged by the hospital as presumptive mrsa positive, was placed in isolation with other mrsa positive patients. Summary: vitek ast-gp75 (initial): cefoxitin screen positive, oxacillin tested susceptible (s) with therapeutic correction to resistant (r). Vitek ast-gp75 (repeat): no repeat results were provided by the customer. Alternate susceptibility test: kb cefoxitin disk - susceptible. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.